Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 03/17/2022 by a facility representative via sems that an ar-13995n scorpion needle broke. Per facility: "while in a rotator cuff repair at the (B)(6), the surgeon was having difficulty deploying the scorpion with the scorpion needle. The surgeon noted resistance upon trying to fire the scorpion needle through the rotator cuff tissue as well as issues with the trapdoor on the scorpion not opening or catching the needle when fired. After several attempts to fire, the tip of the scorpion needle was missing as viewed in the sub-acromial space and assumed broken off within the rotator cuff tissue. The broken tip was retrieved and removed from the patient adding 15 minutes to the case, but no additional incision was needed. The surgeon then opened a suture lasso to pass the final limb of suture and the rotator cuff repair was completed without complications." This occurred during a case and broke during use.

Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-13995n needles were received for investigation. Visual inspection identified that one of the needles had broken at the suture notch. No damaged was overserved on the second needle. Device testing could not be performed on the damaged needle. Second needle was able to pass through the scorpion device as intended. The width and length was assessed and found to meet design specifications. The cause of this event is undetermined; however, a likely cause is attributed to consistently passing the needle through challenging tissue (thick or calcified) or by hitting bone.